Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s lead was reflecting premature ventricular contractions as noise on electrograms. The noise was reproducible with arm movement. Monitoring the lead was discussed. The patient was stable. No further information was available.